Event description:
IV fluids was hooked up to cathlon, it was leaking. Fluids were changed hoping it was from the IV tubing. IV was still leaking. Fluids removed and hook up to j-loop(iid) and flush, still leaking. Once we were able to examine the green cathlon, we noticed that part of the hub was broken and it was never going to seal.